Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the mcs¿ 8150 system. Haemonetics field service engineer found bowl optics out of spec. Cpu and optics were replaced by field service engineer, system met specifications. The tubing has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determine

Event description:
On december 4, 2020 haemonetics was notified of a suspected hemolysis event and a kink in the tubing utilizing mcs¿ 8150 system. Patient status is unknown as haemonetics was unable to obtain additional information from customer.